Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted / explanted. Device history records review was completed for part # 359.219, lot # 9513124. Manufacturing location: (B)(4), manufacturing date: sep 25, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, during the procedure, an inserter for ti elastic nails broke at the plastic part. There seems to be a premature wear. There was no delay in surgery and no fragments were left in the patient. No impact to patient was reported. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Pd evaluation was performed: conclusion: our investigation shows that the handle is cracked as described in the complaint description. There is no visible sign of misuse. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We have forwarded the received device to the responsible product development department site for further evaluation with the following results: the break is typical for brittle material and started at the angle of shortest distance showing force introduction. Even if occurrence rate and severity of harm are addressed adequately in the current risk management documentation, an internal design evaluation is ongoing, that takes into consideration the design of the handle (geometry and material) and the failure mode described in this complaint. There is no visible sign of misuse. The break is typical for brittle material and started at the angle of shortest distance showing force introduction. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.